Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was oversensing resulting in pacing inhibition in the right and left ventricles. The device was reprogrammed and remains implanted.